Manufacturer narrative:
Additional information: on (B)(6) 2014, the reporter contacted animas with additional information. The reporter alleged that the pump was functioning properly and that the display was difficult to read due to an unrelated health condition (retinopathy).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The display issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issuedisplay) issue. The distributor alleged that they were having a ¿hard time seeing pump¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.